Manufacturer narrative:
(B)(4). The device history record and previous repair record for zimmer meshgraft ii serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap and the medicrea database to query for all service on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have been previously repaired three times, the last service being for a maintenance reported on (B)(6) 2019. The reported event was confirmed by the service technician who performed the evaluation and repair. On 26 february 2019, it was reported from (B)(6) that a meshgraft had an issue and needed to be repaired on (B)(6) 2019. A zimmer meshgraft ii serial number (B)(4) was already at a zimmer facility and was available for evaluation. Evaluation of the device occurred on (B)(6) 2019 noted that the device was out of calibration and that the device did not produce a passing sample mesh due to a defective cutter. Repair of the meshgraft on (B)(6) 2019 involved replacing the cutter and recalibrating the device. The technician then tested the meshgraft and verified that the device was functioning as intended and the device was returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the device was out of calibration and had a defective cutter, which would require service in order to resolve, it cannot be determined from the information provided what caused these failures to occur. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that meshgraft ii was sent in for maintenance. During our repair, it was noted that device was not passing sample mesh. No patient involvement. No adverse events were reported as a result of this malfunction.